Manufacturer narrative:
One device was returned for analysis of complaint of plunger error. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found syringe plunger not in place, plunger sensor failure. Visual and functional testing was performed. A cracked plunger right case and misaligned plunger flippers were seen during visual inspection. Probable cause of complaint was misaligned plunger flippers. Replaced plunger right case and realigned plunger flippers to address complaint. Device passed testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a plunger error. The event occurred during infusion. There was patient involvement, no injury was reported.